Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that noise resulting in oversensing and pacing inhibition was observed on the right ventricular (rv) lead. An rv lead fracture was alleged to be the cause of the event. The patient was admitted to the hospital for a lead replacement procedure, however, it is unknown whether or not the procedure was performed. The patient was in stable condition. Additional information was requested, but not yet received.